Manufacturer narrative:
The integrated electrosurgical unit erbe (erbe) was further evaluated through failure analysis. The troubleshooting revealed a malfunctioning hf generator printed circuit board (pcb), which generated the m02-03 error. Once the unit was replaced, the error ceased. The erbe is now functioning as intended after passing all required and recommended tests. The probable root cause was determined to be component failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint and performed failure analysis. During failure analysis, the iesu was analyzed and found the root cause of the c-33 error on start-up was due to high frequency voltage measurement too high. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) to report an issue with the integrated electrosurgical unit (iesu). The issue had been happening for a few days, and the site had bypassed the iesu currently and was using a third-party force triad generator for the case. The tse reviewed the logs but found no related issue. The caller stated that the staff had tried to power cycle the iesu but still received the c-00 and m-02 faults. The tse confirmed with the caller that the iesu was plugged into a power strip. The tse advised not to use a power strip and instead use a dedicated wall power outlet to avoid any issues with insufficient power. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was confirmed that the procedure was completed using the back up third-party generator. There was no injury/harm to the patient.